Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report: 09/03/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the sealing performed was not good during a laparoscopic colectomy. The patient is currently listed to be in good condition. The device was returned to covidien for investigation and initial evaluation found the device to self-activate.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. The device was recognized when plugged into the generator, but the activation button/switch did not have tactile. When attempting to seal, the switch did not make solid contact, and the device would self-activate when moved. Upon further examination, the tip of the switch button was shorter than normal as a result of excessive force. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently bent, causing self-activations and intermittent connections. The investigation identified the root cause of the reported event to be excessive wear on the button.